Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 3a endoleak with no aneurysm sac growth. The clinical assessment was based on no medical records and suboptimal images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. Potential contributing factors to the reported event include; off label use, patient anatomy, use of multiple non-endologix stents.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. Subsequently the patient presented with a type 3a endoleak with component separation, but no signs of aneurysm growth. On (B)(6) 2016, physician implanted an infrarenal aortic extension and ballooned the overlap afterwards to correct the issue. Final angio verified the leak was sealed. Patient is in stable condition.